Event description:
Report received from the USA stating that service was required for the device. During service, damaged bearings was noted. It is unk if the device was being used during surgery. It is unk if there were injuries or medical intervention reported. The date of occurrence is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).